Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI on (B)(6) 2017. It was greater than 2 hours since the patient exited the MRI field. The MRI was not due to a suspected problem with the patient¿s devices or therapy. The pump logs were read and no motor stall recovery occurred. The patient reported symptoms of increased spasticity that began suddenly on (B)(6) 2017. They were planning to re-interrogate the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 15-may-2017 from a healthcare professional (hcp) via a company representative and it was reported that the motor stall recovery message occurred following the pump re-interrogation. Per the office, the patient did not have return of spasticity.